Manufacturer narrative:
.

Event description:
It was initially reported that patient had been diagnosed with sleep apnea before and does not use his CPAP machine anymore and may have used a bipap in the past. The sleep apnea may have been worsened by vns. Good faith attempts for more information have been unsuccessful to date.